Event description:
It was reported that a customer's pump had ceased functioning, with the screen remaining dark and unresponsive. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to perform specific troubleshooting steps, which included ensuring the pump was not plugged into a power source and attempting to power it on manually. Despite these efforts failing initially, the customer was able to restore the display by connecting the pump to a working power source. Once the power source was used, the screen activated, and the pump resumed normal function.